Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient wasn't getting any pain relief. The medicine bag was full when it should have been empty. There were air bubbles in the tubing. No patient injury was reported.

Manufacturer narrative:
Other, other text: d4: correction: device expiration date: 03-jan-2027 h4: correction: device manufacturing date: 22-jan-2022 h6: event problem and evaluation codes: updated

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no defects were detected. Functional testing found the samples passed, thus not confirming the failure mode. The samples were tested to measure the height of the pump tube arch and determine if is under or out of spec: the pump tube height measure do not pass the test. Per quality procedure, quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, in order to verify that the pump tube arch height is within tolerance. As a functional evaluation that the device is properly working as expected, it is also conducted. Per manufacturing procedure, production takes a sample of four (4) units at shift start up, the end of every shift, the beginning of every job; a new lot materials/components or equipment adjustment, in order to perform an accuracy test. These two operations conducted to assemble the pump arch tube, confirms that if is well bonded the tube shall not be out of specification, because is already stick on the pressure plate, and eliminate the occurrence of presence of delivery accuracy error caused due to the pump arch tube out of specification. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).